Event description:
It was reported by the customer that on (B)(6) 2010, the fiber flashed and the fiber burned at 29,025 joules. Also, it was reported that this fiber was used to complete the procedure since the physician was at the end of the procedure. No patient injury was reported.